Manufacturer narrative:
Hs insulin gauge/fill estimate - undefined was not verified. Low bg issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.